Event description:
The manufacturer received a voluntary medwatch form ((B)(4)) alleging a patient was breathing black particulates and they were observed on the patient's pillow, tubing and face mask after use. The patient allegedly had a cough, difficulty breathing and eye irritation. The patient was prescribed a nebulizer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.